Event description:
It was reported that the device had a calibration issue during a surgical procedure conducted at the user facility. No impact to the patient or procedural delays were reported with this event.

Manufacturer narrative:
The reported event of a calibration issue can be confirmed based on the sip-file review. It was observed that the device is point calibrated. It is likely that at a previous case the suction tube was point calibrated by user. If a vector calibration is needed a re-calibration with a vector calibration device (vcd) is possible. During the functional inspection the device was able to be initialized, no leds were inoperative and the tip was not deformed larger than 1 mm.

Event description:
It was reported that the device had a calibration issue during a surgical procedure conducted at the user facility. No impact to the patient or procedural delays were reported with this event.